Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/14/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the values were 50 points off at the time of the inaccuracy. Also reported was that the patient did not calibrate after experiencing inaccuracies, did not enter bg meter values into the cgm device promptly, used more than one bg meter throughout the same sensor session, and took medication(s) containing acetaminophen. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. And: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Additionally: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Finally: taking medications with acetaminophen (such as (B)(4)) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.